Manufacturer narrative:
H4 - device mfg date is not available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump latch/lock was too sensitive during testing¿ was confirmed. The unit sensor would react to the pump being shaken or hit. The probable cause was a bad flex sensor. The flex sensor was replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump latch/lock was too sensitive during testing¿; during device evaluation it was found the flex sensor was bad. There was no patient involvement.